Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay results for multiple patients on a cobas 6000 e 801 module. Of the data provided, there were discrepant results for 9 patients. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The tsh reagent lot number was 331814. The expiration date was asked for but not provided. The field service engineer (fse) checked the e 801 and found the instrument check was acceptable. The initial investigation has determined that the customer had installed a new air conditioning system that increased the amount of dust transferred to the e 801. During an additional service visit, the fse changed seals, pinch tubing and found no hardware issues. The fse performed an instrument check and a liquid flow check that were acceptable. The investigation is ongoing.

Manufacturer narrative:
A routine preventive maintenance was performed on (B)(6) 2018. The measuring cells were changed. The fse found the foam detection was not turned on at the time of the event. The customer now performs a liquid flow cleaning every fourteen days.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.